Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges service required. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint was confirmed, error codes found on the device: - e-203, change pcba, found burnt, blower - functional damage (does not turn), iso port kit - burned plastic, auto CPAP advance w/modem - damaged (burned), ui bezel plus - burned. The device was repaired. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.